Event description:
Compainant alleges that a 3mm x 1mm piece of an osteotome broke off during a rhinoplasty procedure. The surgical team was unsuccessful in retrieving the piece from the operative site.